Manufacturer narrative:
(B)(4). The affected product has been received. A f/u report will be submitted with investigation results once completed.

Event description:
Per the customer's medwatch report: "calcium gluconate replacement infusion hung at 0610 by night rn. Upon day shift primary rn assessment of pt and equipment, noted that primary tubing chamber overfilled past tape, and infusion that should have gone over 2 hrs had infused in less time (container was empty). Infusion was running at 60ml/hr. Calcium was timed, dated and signed at 0610, discrepancy found at 0735." Bag label notes the following: "calcium gluconate 2/d5w 100, rate 60ml/hr. There was no report of any pt harm.